Manufacturer narrative:
Exemption number e2015058. (B)(4). The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 26th september 2012. Upon device disassembling, corrosion was observed on multiple tracks of the membrane tail including track 13 (on_button). This had resulted in the device switching on automatically upon insertion of a pad-pak and would also account for the failure of the device to power off as per reported fault. This would also account for the low battery failures recorded in the history log. The faults could not be replicated when the corrosion was cleared from the membrane tail. This would confirm the failure of the returned membrane due to the corrosion on the membrane tail. The corrosion on the membrane tail and the low temperature recorded in the history log would confirm that the device had been stored outside the indicated conditions. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
The on/off button does not work anymore. The device activates automatically when a pad-pak has been inserted, but can only be switched off again by removing it. No patient involved.

Event description:
The on/off button does not work anymore. The device activates automatically when a pad-pak has been inserted, but can only be switched off again by removing it. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 26th september 2012. Upon device disassembling, corrosion was observed on multiple tracks of the membrane tail including track 13 (on_button). This had resulted in the device switching on automatically upon insertion of a pad-pak and would also account for the failure of the device to power off as per reported fault. This would also account for the low battery failures recorded in the history log. The faults could not be replicated when the corrosion was cleared from the membrane tail. This would confirm the failure of the returned membrane due to the corrosion on the membrane tail. The corrosion on the membrane tail and the low temperature recorded in the history log would confirm that the device had been stored outside the indicated conditions. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.